Event description:
Needle injury [injury associated with device]. Received a box of needles with the directions to use with norditropin. Instead of nutropin [device dispensing error]. Received a box of needles with the directions to use with norditropin. Instead of nutropin [needle issue]. Case description: this serious spontaneous regulatory authority case received via FDA (us food and drug administration), USA united states was reported by a pharmacist as "needle injury(needle injury)" beginning on (B)(6) 2020, "received a box of needles with the directions to use with norditropin instead of nutropin(device dispensing error)" beginning on (B)(6) 2020, "received a box of needles with the directions to use with norditropin instead of nutropin(needle issue)" beginning on (B)(6) 2020, and concerned a patient (gender and age not reported) who was treated with novofine plus 4mm (32g) (needle) from 2019 for "device therapy". Medical history was not provided. Concomitant products included - nutropin(somatropin) on (B)(6) 2020, the patient received a box of novofine plus 32g x 4mm needles with the directions to use with norditropin instead of nutropin and with that needle injury was also reported. Batch number of novofine plus 4mm (32g) was not available. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "needle injury(needle injury)" was not reported. On(B)(6) 2020 the outcome for the event "received a box of needles with the directions to use with norditropin instead of nutropin(device dispensing error)" was recovered. The outcome for the event "received a box of needles with the directions to use with norditropin instead of nutropin(needle issue)" was not reported. Investigation results: name: novofine plus 32g 4mm batch number: unknown no investigation was possible, because neither sample nor batch number was available. No further information available references included: reference type: authority number, reference ID#: mw5094164, reference notes: FDA (us food and drug administration), USA. Evaluation summary: name: novofine plus 32g 4mm batch number: unknown. No investigation was possible, because neither sample nor batch number was available.